Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -15.0 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vault. The lens was exchanged for a shorter lens.

Manufacturer narrative:
Additional information: device evaluation: lens was returned dry, in lens case/vial. Visual inspection found the lens haptic torn/broken/bent/deformed. Work order search: no similar complaints were reported for units within the same lot. (B)(4).